Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that a 15-year-old female child patient faced a bent cannula within 3 hours of insertion due to which she experienced high blood glucose level of 33.3 mmol/l. Therefore, they tried to treat with correction injection via multiple daily injection. Further, they changed the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.